Event description:
It was reported that the bottom of the insulin pump fell apart. Customer stated that the drive support cap and the bottom portion fell out when priming insulin. It was noted that the drive support cap was sticking out while priming. Customer's blood glucose reading at the time of the call was 161 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.